Event description:
It was reported that an asymptomatic patient presented for right atrial lead replacement. The lead exhibited low impedance and intermittent noise on electrogram. A fluoroscopy did not explain insulation degradation. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure and went home the following day.